Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 07/06/2020. An investigation was conducted on 07/27/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the delivery device. The white plunger was partially depressed and the blue slide lock was disengaged. The seal and tensions spring assembly was observed in the delivery tube. The delivery tube was observed to be slightly bent proximal to the base of the delivery tube. The seal and tension spring assembly was removed from the delivery device. No visual defects, cracks or delamination was observed on the seal. No measurements were taken of the delivery tube due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failures ¿premature deployment" and "material twisted/bent tube". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.